Event description:
The customer reported via phone call that the insulin pump alarmed button error. He was not able to clear the alarm. The insulin pump may have been exposed to moisture. Customer's blood glucose level was 125 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit alarmed button error and had no button response due to corroded keypad traces. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, and broken reservoir tube lip. No moisture damage noted on electronic assembly or on motor.